Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the hcp that during an explant, due to needed MRI, the lead snapped in half during removal, possibly due to spinning in the pocket. No pt symptoms reported. The issue was reported to be resolved. If additional information is received, a follow-up report will be submitted.